Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein patients' system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number- (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.